Event description:
It was reported that the device interrogation was unsuccessful due to error message. The error message was suspected to be due to corrupted segm. The device was able to be interrogated after reprogramming, but the segms were not recoverable. The physician chose not to reprogram. The patient is doing fine.